Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy and electrohydraulic lithotripsy procedure performed on (B)(6), 2016. According to the complainant, during the procedure, which was intended to break and remove a large stone, wire cannulation through the bile duct was successfully achieved and was able to pass the spyscope ds to the target site. The physician then removed the wire in order to pass the ehl probe, which will be utilized to crush the large stone. However, as they were passing the ehl probe through the spyscope ds, it was noticed on the image that there was a piece of metal sticking out in the common bile duct. The spyscope ds was then removed out of the duct so that they could directly analyze the metal component at the end of the device. Upon examining the tip of the spyscope ds, it appeared that the piece of metal, which is the lining of the channel of the spyscope ds, came loose and protruded at the end of the spyscope ds. They opted not to use the ehl probe as the metal lining of the spyscope ds protruded into the duct. They completed the procedure and was able to remove the stone by performing dilation assisted stone extraction (dase) with a cre balloon and a stone retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that the catheter was kinked in several locations and demonstrated signs of buckling. The working channel sleeve extended from the distal cap when received and was kinked at the distal end of the cap and pinched flat on the distal end. The distal tip would articulate; however, it did not articulate properly likely due to the buckled/kinked catheter. The distal tip was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel until the distal end where it would not pass due to the kinked/pinched working channel sleeve. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event of working channel sleeve protruding. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy and electrohydraulic lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, which was intended to break and remove a large stone, wire cannulation through the bile duct was successfully achieved and was able to pass the spyscope ds to the target site. The physician then removed the wire in order to pass the ehl probe, which will be utilized to crush the large stone. However, as they were passing the ehl probe through the spyscope ds, it was noticed on the image that there was a piece of metal sticking out in the common bile duct. The spyscope ds was then removed out of the duct so that they could directly analyze the metal component at the end of the device. Upon examining the tip of the spyscope ds, it appeared that the piece of metal, which is the lining of the channel of the spyscope ds, came loose and protruded at the end of the spyscope ds. They opted not to use the ehl probe as the metal lining of the spyscope ds protruded into the duct. They completed the procedure and was able to remove the stone by performing dilation assisted stone extraction (dase) with a cre balloon and a stone retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.